Manufacturer narrative:
Concomitant medical products: product ID 3889 lot# unknown. Product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an advanced evaluation trial device to treat urge incontinence and fecal incontinence; the trial began (B)(6) 2020. It was reported the trial patient hurt all over from the procedure. They were advised to contact their healthcare provider. They reported the following day they had pain in their left groin area, and they were barely feeling the stimulation. They were again advised to contact their healthcare provider. Two days later, they reported that since having the device, they no longer had the odor when they leaked and their pads stayed much drier. There were no device issues or further patient complications reported at this time. (B)(6) 2020 mpxr 747704.3 (con): additional information was received from the patient. They reported that they were starting to leak again as they made their way to the bathroom. There were no device issues or further patient complications reported at this time. Additional information was received from the patient. They reported that they were voiding every 5 minutes and feels like their bladder is going to fall out. They though that something is very wrong with their device. On an additional call the patient said they believe they have an infection and feels like their bladder is going to fall out. They said when they void they feel a lot of pressure that makes them want to cry.